Manufacturer narrative:
E1: name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545; manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced that two infusion sets fell apart while cocking the spring on (B)(6) 2026.